Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
It was communicated that the patient remained ongoing on pump support until receiving a pump exchange on (B)(6) 2014. The pump was returned to the manufacturer and the evaluation results were submitted under another medwatch report - please refer to medwatch MFR# 2916596-2014-01429. A review of the device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists local, pocket and driveline infections as potential adverse events that may be associated with the use of the device. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted with non-incorporation of driveline. Morbidly obese, may have contributed per the vad coordinator. The pt was taken operating room for wound débridement and placement of wound vac. Negative cultures. Questionable abscess on CT scan. Discharged to home with presumed driveline infection, but not confirmed.